Manufacturer narrative:
Investigation results: the product was not returned. The investigation was based upon historical data analysis and event description. Batch history review: the lot number was not provided and batch review could not be performed. Conclusion/preventive measures: due to the lack of information surrounding the reported case and without the complaint sample being available for investigation, a definite root cause cannot be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with gk370p - shaft only f/modular monopol.electr. According to the complaint description, the device burned the duodenum in two places. The black plastic was a bit "graffitied". Suturing was required. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided. The adverse event is filed under aesculap ag reference no.(B)(4) ((B)(4)). Associated medwatch reports: 9610612-2024-00266 (aesculap ag reference no. (B)(4)). 9610612-2024-00267 (aesculap ag reference no. (B)(4)). Involved components: (aesculap ag reference no. (B)(4)) gk373r/ inner tube w/handle for gk372r. (Aesculap ag reference no. (B)(4)) gk372r/ handle f/monopolar electrodes 5mm.

Manufacturer narrative:
Additional information: d9 - product receipt, h3 - yes, evaluated, h6 - codes updated. Investigation results: visual inspection: a crack was found and melted/charred spots on the outer surface of the insulation tube. During a microscopical investigation a crack was found that branched in different directions, the center of the charred spots is in the center of the crack. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible; good-faith attempts had been made to retrieve the information. According to manufacturer's reporting evaluation in accordance with 21cfr part 803, section 803.3, this adverse event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: based upon the investigation results, a definite root cause cannot be determined. In contrast to the bipolar radiofrequency (rf) surgical technique, in which the working current flows from one electrode of the instrument to the other - i.e. The patient's body remains free of current except for the area between the electrodes - in the monopolar surgical technique the working current flows from the electrode across the area to be treated (surgical field) through the entire body of the patient against the operating table or on the patient's body attached, so called "neutral electrodes". Whereas with bipolar instruments, insulation faults on the shaft of the instrument generally do not lead to any major problems, as there is no large electrical potential difference against the patient's body, insulation faults in monopolar instruments have the effect of creating a second, undesired current path. If the leakage current at this point is large enough, this leads to burns on or in the patient's body. The complained instrument shows cracks in the outer tube - the insulation against the inner shaft carrying the rf voltage - through which the rf voltage "leaks" in several places. The resulting current caused small electric arcs, which led to burn and scorch marks on the instrument and burns on/in the patient. The instructions for use (IFU) points out that every instrument should be checked against visual changes or defects on the surfaces. There is no indication for a material, manufacturing, or design-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
Associated medwatch reports: 9610612-2024-00266 (aesculap ag reference no. (B)(4)). 9610612-2024-00267 (aesculap ag reference no. (B)(4)). Involved components: (aesculap ag reference no. (B)(4)) gk373r/ inner tube w/handle for gk372r. (Aesculap ag reference no. (B)(4)) gk372r/ handle f/monopolar electrodes 5mm.